Manufacturer narrative:
The device implicated in the complaint was returned and received the manufacturer. A full investigation showed the device was functioning as expected nor was there any evidence of incorrect use by the user. The baxject ii hf system was received correctly assembled. Both product and diluent spike pierced through their respective rubber stoppers, having the lumen openings visible and unobstructed.

Event description:
There was a problem in 2 vials during reconstitution process of adzynma. First the solvent did not drip into powder (or very slowly). The second contained impurity. This complaint is regarding the solvent not dripping into the powder (or very slowly).

Event description:
There was a problem in 2 vials during reconstitution process of adzynma. First the solvent did not drip into powder (or very slowly). The second contained impurity. This complaint is regarding the solvent not dripping into the powder (or very slowly).

Manufacturer narrative:
Pending investigation from the contract manufacturing organization.